Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a follow-up medwatch will be submitted.

Event description:
It was reported that an extension set leaked 5-6 hours into an overnight total parenteral nutrition infusion. The patient noticed that there was a leak coming from the connection point between the patient's extension set and a non-baxter infusion set. The patient observed a reflux of blood in the catheter. There was patient involvement; however, there was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.